Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v006652, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient had issues urinating and had been self-cathing. The patient wanted to use the patient programmer to increase stimulation but that was not working. Nothing would come onto the screen. The patient tried new batteries but this did not resolve the issue. Additional information received from the consumer reported that she lost her patient programmer, but she wasn't sure that the implantable neurostimulator (ins) battery was functioning because the last time that she tried adjusting the device (3-4 months ago) she could not. The patient saw the poor communication screen on the programmer and suspected that the ins had reached eos.